Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the keypad cover is intact; all buttons were responsive during investigation. Investigators removed keypad cover and there was no contamination found under contacts. Investigators were unable to duplicate complaint of under responsive up/down/ok buttons. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. Evidence of moisture was found throughout pump. A crack was found between case seal and keypad cover. A battery compartment crack below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05/24/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.